Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet in it. The stylet could be remove from lead, and it visible kinked. Stylet insertion test was performed using a stylet sample, the stylet passed through the coil lumen of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to insert and navigate the atrial lead with the stylet. After having difficulties with the stylet to progress inside the lumen with a high resistance point, the lead was finally placed but the sensing and thresholds measurements were not good. The lead was removed and replaced. No patient complications have been reported as a result of this event.